Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. Medwatch # mw5062592.

Event description:
Information was received via sus voluntary event report. It was reported a patient undergoing whipple resection and right hemicolectomy had planned placement of a right internal jugular triple lumen cvp as part of the surgical care. A post-op x-ray revealed the presence of the cvp guidewire in the patient's right iliac vein and inferior vena cava. The guidewire was successfully retrieved.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire was observed in the patient on a post op x-ray could not be confirmed since no sample was returned. However, the IFU instructs the user to remove the guide wire after the catheter is at the final dwelling location and based on the report this did not occur. Since the lot number and the customer were not reported a device history record review could not be performed. A risk evaluation was completed for this complaint. Use error caused or contributed to this complaint. No further action will be taken since the customer name was not reported.